Event description:
It was reported that during a total laparoscopic hysterectomy(tlh) procedure, the teflon tip fell off within five minutes of use. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.